Event description:
The user employed the subject device as an intraventricular vent, contrary to its labeled intended use. The wire wrapping of the end of the device became entangled with tissue structures within the heart. The user unwrapped and cut the wire, allowing all of the pieces of the device to be removed.